Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displays a speaker malfunction inop error. A loss of audio cannot be ruled out based on information currently available. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported the device displays a speaker malfunction inop error. It was confirmed that sound was still present. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.